Manufacturer narrative:
Per the patient's surgeon, the patient underwent skin flat reduction surgery (B)(6) 2012. Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. Correction: the correct model number of the device is ci24re (ca); not ci512 as previously reported. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2012. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure (date not reported) to reduce tissue thickness around the skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.